Manufacturer narrative:
This event was also reported under manufacturer report #3004209178-2019-23943. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient was scheduled for battery replacement so they removed the old battery and placed the new battery (njy460981h) on the existing lead. Impedances were ran and it was discovered that there was impedance on electrode zero. The battery was removed, the lead was wiped off, and impedances were ran again, but there was impedance on leads zero and 1. The hcp proceeded to troubleshoot the battery/lead configuration by removing the battery, wiping the lead, turning off the overhead or lights, etc. After troubleshooting efforts were unsuccessful, the hcp decided to implant a lead. The hcp and rep kept the existing lead in the same spot (on the right side) and placed a new lead (va1t833) on the right side. The new battery (njy460981h) was then connected to the new lead, but there were still impedance on electrodes zero and 1. The hcp and rep determined that the battery must be defective and placed a brand new battery (njy464537h) on the new lead (va1t833). Impedances were ran on the new system, but there was impedance on electrode 1. As a result of what was reported, the hcp decided to move forward with implanting the new system and programming around electrode 1. The issue was resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.